Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No causes or potential causes of the customers reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the back plate lever was broken off and the battery door was cracked. A review of the event history log identified primary audible alarm background (bgnd) test. During functional testing was unable to duplicate the reported issue. The root cause was unable to be determined. A corrective and preventative action has been opened to address the reported issue. Replaced the speaker for preventative.

Event description:
It was reported that the pump exhibited a primary audible alarm post. No patient injury or involvement was reported.